Manufacturer narrative:
The reported events were failure to sense, failure to capture and lead failure to be fixed. Analysis found that a complete lead was returned in one piece measuring 52.0 cm with helix found retracted and clogged with blood/tissue. X-ray inspection found the helix was stretched consistent with procedural damage. Unable to perform the helix mechanism/extension length test due to stretched helix, as received. The reported events of failure to sense and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead exhibited failure to sense and failure to capture. The lead was also unable to be implanted. The lead was not used. There were no consequences to the patient.